Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately nine months after ICD was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was cut, the outer insulation had a cosmetic cut, all insulators and the outer insulation was breached cut, there was cosmetic depression of the outer insulation and there was apparent explant damage. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was distorted, all insulators were breached cut, there was cosmetic depression of the outer insulation and apparent explant damage. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the distal conductor was distorted, the outer insulation was breached cut, there was cosmetic depression of the outer insulation and apparent explant damage.